Event description:
The unit was returned to covidien service center for display segment failure.

Manufacturer narrative:
Covidien verified the failure for a missing display segment. The fault was isolated to the ui board (user interface board). The ui board was replaced.